Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 400 mg/dl. Customer had a rash on face and was vomiting. Customer went to the emergency room (ER) and was treated with intravenous insulin and contact had administered an injection of insulin as per ER physician direction. After 5 hours, bg was 206 mg/dl and customer left the ER. A few hours later bg spiked again. Contact initially thought elevated bg may have been due to a kinked cannula; however, after bg spiked again (value not provided), cause was not known. Reportedly, contact discussed event with tandem clinical diabetes specialist.